Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. However, log files has been analysed as well as the screen shot of service screen by vyaire technical support. The root cause of failure is due to user fault. The blower was overheating due to lack of maintenance/filter exchange combined with not reacting on blower temperature alarms caused damage of blower unit. As a resolution the customer need to purchase a blower and a main electronics. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000 has technical failure 316 "blower failure" issue. The customer confirmed that there was no patient involvement associated with the reported event.